Event description:
Reprise IV study it was reported that left bundle branch block(lbbb) occurred. Prior to the index procedure, heparin or another anticoagulant was given and the patient was not on a prior regimen of aspirin and antiplatelet medication other than aspirin at the time of index procedure. The patient received a loading dose of 325 mg aspirin and 300 mg of clopidogrel prior to the index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with subsequent deployment of a 23 mm lotus edge valve, involving successful repositioning of the lotus edge valve with partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day of the index procedure, the patient was noted to have left bundle branch block. No diagnostics were performed and no action was taken to treat the event. At the time of reporting, the event was considered not recovered. It was further reported three (3) days post index procedure, the subject was discharged home. Then, thirty-two (32) days post index procedure, the subject presented for protocol scheduled 30-day follow-up. There was an abnormal/increased mean aortic pressure gradient across the aortic valve was considered to be associated with possible aortic valve thrombosis. A computed tomography (CT) scan revealed leaflet thickening and possible thrombosis of the right and non-coronary leaflets, more significant involvement of the non-coronary leaflet and significantly limited opening excursion of the non-coronary leaflet, and moderately limited opening excursion of the right coronary sinus leaflet. The left coronary sinus leaflet was unaffected. The subject was diagnosed with hypoattenuated leaflet thrombosis. The event was treated medically. Of note subject stopped taking plavix two days post-discharge due to nose bleeds and remained on aspirin alone. At the time of reporting, the event was considered not resolved.

Manufacturer narrative:
B5-b7: updated. H6: patient codes: updated.

Event description:
(B)(6). It was reported that left bundle branch block(lbbb) occurred. Prior to the index procedure, heparin or another anticoagulant was given and the patient was not on a prior regimen of aspirin and antiplatelet medication other than aspirin at the time of index procedure. The patient received a loading dose of 325 mg aspirin and 300 mg of clopidogrel prior to the index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with subsequent deployment of a 23 mm lotus edge valve, involving successful repositioning of the lotus edge valve with partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day of the index procedure, the patient was noted to have left bundle branch block. No diagnostics were performed and no action was taken to treat the event. At the time of reporting, the event was considered not recovered.